Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. The patient reported she had trouble emptying her bladder and thought she might have a bladder infection. An infection was not confirmed. The patient wanted to try switching programs. The stimulation was on at 2.0v. She also mentioned that her ins was sticking out. She said that she thought when they put it in there was scar tissue from when the doctor tried to put in the same place as the last one so it was sticking out. She stated it was changed from the right to the left but since then it was still trying to come out and was flipped. Additional information was received from the patient. She indicated the bladder infection was confirmed but did not know if it was related to the device/therapy. The patient stated the ins has been sticking out and flipping from the day after it was implanted. Then it was moved to the other butt cheek but was not better. The patient is still having trouble emptying the bladder and the ins sticking out/flipping is still unresolved. The patient is concerned the ins flipping will cause the lead wire to break and the unit to fail. She stated it was also uncomfortable because the ins is getting caught on some pants of when she is getting out of cars, booths, etc and gets caught on different objects. The patient stated she never had a problem with her other ins doing this. This problem has caused the patient anxiety and hopelessness. The patient wants to know if the cause is the unit or the way the surgeon implanted it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.